Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced neck pain for several days, premature atrial contractions and episodes of supraventricular tachycardia (svt), with heart rates above 150 bpm. There was intermittent far-field r-wave oversensing due to the current programming, which used the pvab method partial and sensitivity of 0.30mv. An evaluation of the current electrogram and ar/ab events was conducted. The programming was discussed to potentially prevent far-field r-wave oversensing, and it was noted that the partial+ pvab method might be more effective. The physician was advised to determine if the neck pain was related to the patient's rhythm and heart rates. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.